Event description:
A pt supported by left and right ventricular assist devices (lvad and rvad) was taking a walk, when the top module of the dual drive console (ddc) stopped functioning. The unit was reconnected to ac power and the ddc resumed functioning immediately. The pt at first experienced shortness of breath, but recovered with no adverse effects. The pt was later switched to a back up driver. The unit was examined at the site and the failure was traced to the 6vdc module battery. The battery was replaced, which corrected the problem. The faulty battery will be sent to thoratec for further investigation, any necessary corrective action will be determined upon completion of the failure investigation.